Manufacturer narrative:
Other, other text: additional information was provided that no patient injury was reported.

Event description:
It was reported that the pump exhibited a depleted battery message when connected to a power source. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed one tube holder was broken, the plunger case seal was protruding from the cases and the battery door was cracked. Review of the event history log showed an occurrence of a "depleted battery" message. Functional testing, including occlusion testing and running the pump through the power up process, was unable to duplicate the reported issue. The battery was replaced as a preventive measure. It was noted that the battery was over three (3) years old. As the device was beyond a year from the manufacture date and with no indication of a manufacturing defect found during evaluation, no device history record review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.